Event description:
The customer reported obtaining erratic patient results for ion selective electrode including sodium, potassium and chloride on their au480 clinical chemistry analyzer. The customer did not report the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The customer performed their own troubleshooting with support of the beckman customer technical specialist and found tubing was too tight and had bubbles. The customer replaced the tubing to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).